Event description:
The customer reported to olympus, when using the visera 4k uhd camera control unit during an unknown therapeutic procedure, error code e116 (otv error) was observed. The procedure was completed using different equipment. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not confirmed. Additionally, no other failures were found during the device evaluation. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error code e116 was unable to be identified. Olympus will continue to monitor field performance for this device.